Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient had recently underwent a routine device change out procedure. The pocket was reopened and a loose setscrew was noted. The setscrew was tightened which resolved the high out of range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.